Event description:
Boston scientific crm received information from a boston scientific field representative that this patient was diagnosed with an infection, and passed away during a subsequent surgical attempt to extract the associated leads. It was reported the patient¿s superior vena cava was torn during the use of the lead extraction tool. There were no allegations against this lead.

Manufacturer narrative:
This report will be updated if additional information is received.